Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using a cooladvantage coolcore applicator and on the anterior waist/hips using a cooladvantage coolcore applicator. The patient was also treated on (B)(6) 2017 to the abdomen using the cooladvantage coolcore and to the posterior waist/hips and bra roll using the cooladvantage coolcurve applicator. On (B)(6) 2017 the patient was diagnosed with paradoxical hyperplasia (pah/ph) with an onset date of (B)(6) 2017. The affected areas of the bra roll and superior abdomen at the costal margin were reported "firmer in texture compared to the surrounding tissue", "enlarged and clearly demarcated", and "very similar in size and shape as the treatment applicators used."

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using a cooladvantage coolcore applicator and on the anterior waist/hips using a cooladvantage coolcore applicator. The patient was also treated on (B)(6)2017 to the abdomen using the cooladvantage coolcore and to the posterior waist/hips and bra roll using the cooladvantage coolcurve applicator. On (B)(6)2017 the patient was diagnosed with paradoxical hyperplasia (pah/ph) with an onset date of (B)(6)2017. The affected areas of the bra roll and superior abdomen at the costal margin were reported "firmer in texture compared to the surrounding tissue", "enlarged and clearly demarcated", and "very similar in size and shape as the treatment applicators used."

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.